Event description:
It was reported that during a coronary intervention procedure, deflation difficulties were encountered. The details regarding this procedure have not been made available to the company, despite several requests. The balloon was retracted and apparently ruptured in the iliac artery for removal. The patient underwent exploratory surgery to locate the source of retroperitoneal blood. The source of the bleeding was not found. The bleeding stopped spontaneously. The patient outcome is unknown.